Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor did not work, no power, energy.

Manufacturer narrative:
Trackwise#: 586178. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor did not work, no power, energy. Used another adapter to complete case. No reported patient effects.